Event description:
While treating a pt with the model 3100a, the operator lowered the delivered mean airway pressure from 18 to 15 cm h2o by lowering the bias flow rate from 20 to 18 lpm. This caused the oscillator to shut down with audible/visual alarms, but should not have. The pt was placed on a conventional ventilator without any compromise stated.